Event description:
During routine testing of the device at the service center, the quality assurance tech reported the scoring within the adjustment screw's alignment grove caused the pump guts to jam in the fully occluded position. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.